Event description:
Boston scientific crm received info that one day post-implant, this dextrus atrial lead dislodged, resulting in loss of capture (loc). In a revision procedure, the lead was explanted.